Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the follow up. Upon interrogation, the patient had the allergic reaction to the implantable cardiac monitor. The device was explanted and the patient was doing fine throughout the whole procedure.